Event description:
A falsely elevated troponin I result of 4.94 ng/ml was obtained. The result was reported to the physician. The sample was retested on the same instrument and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was inadequate wash in vessel and conjugate splash due to inefficient hm wash station.